Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping/scrolling on their own noted. The insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 140 mg/dl. The customer stated that she was trying to go through her pump and the buttons stopped working. The customer stated that she was trying to give a bolus when the numbers started to ramp up. The customer stated that she took the batteries out and put it back in and the pump still alarmed button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.